Event description:
According to the reporter, the balloon ruptured inside the patient during inflation. All of the pieces were removed from the cavity. Another balloon was used. The patient is fine. There were no delays in operating time.

Manufacturer narrative:
(B)(4).